Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead implant, placement difficulty occurred, the lead was removed and a different lead was implanted. It was also reported that during the his bundle lead implant, placement difficulty occurred. The his bundle lead was removed, not implanted. No patient complications have been reported as a result of this event.